Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product was returned and lab analysis was performed. The product analysis shows that the inner pouch sealing is damaged. The reported event is confirmed. The complaint is related to a well-known event, previously evaluated and investigated. No further investigation is required as per 21 cfr part 820.198 complaint files §(b) and (c). Investigation results concluded that the reported event was due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that when the user opened the external box, there was powder spread into it. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device was not returned to the manufacturer. Therefore, it could not be analyzed. Investigation is in progress. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that when the user opened the external box, there was powder spread into it. No adverse events have been reported as a result of the malfunction.